Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens was torn while advancing in the injector. There was no pt contact. The reporter stated that the incident was due to a loading error.

Manufacturer narrative:
.